Event description:
It was reported that the iab was successfully inserted. However, when connected to the pump, the balloon would not unwrap and inflate. The iab was removed and replaced without any complications.